Event description:
It was reported that the patient presented to the hospital following the implant procedure. Interrogation of the patient¿s pacemaker revealed that the right atrial (ra) lead was pacing the right ventricle (rv) due to lead dislodgement. The ra lead was re-positioned on (B)(6) 2026, and the dislodgement was confirmed via fluoroscopy during the revision procedure. The patient was recovering post-procedure with no adverse consequences reported.